Manufacturer narrative:
The investigation of access site bleeding, low pump flow, and positioning issues has been completed. The impella device was not returned for evaluation. Access site bleeding - major: the cause of the access site bleeding - major most likely was patient condition related as the patient was bleeding at all access sites. Low pump flow: complaint device not returned for analyzing. No data log available to review. Not enough evidence provided to confirm cause of low flow. The cause of the low pump flow issue cannot be determined since complaint device and data logs were not returned for analysis and insufficient clinical data provided. Positioning issues: the cause of the positioning issues most likely was patient condition related to the patient's small left ventricle.

Manufacturer narrative:
There is not enough information to exclude the impella cp device as an associated factor. The patient was very ill and the impact to the outcome as a result of the impella related event is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was in cardiogenic shock from an acute myocardial infarction and was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced access site bleeding, low pump flow, and device malpositioning with repositioning. The patient would subsequently expire. The patient presented to the hospital from jail in a declining condition. The patient was noted to have stopped eating two days prior. The decision was made to implant an impella cp device in the setting of cardiogenic shock, which was successfully completed. The patient was prepared and transferred out to a high-level care facility the following day. Once on the unit, the patient was bleeding at the impella access site and all other access sites. The patient was intubated and sedated and placed on a triple lumen central venous catheter and arterial line. Arterial blood gas showed combined acidosis, but was improving. The patient was paced via transvenous pacemaker and resting on impella cp support at performance level p-2 to p-4. However, there was intermittent suction alarms. The performance level was unable to go above p-4 without suction. The patient was transfused with one unit of packed red blood cells (prbcs). The impella site still was noted with constant bleeding. Pressure was held for 30 minutes with no change. Angle was supported but approximately two inches of the repositioning sheath was exposed. At bedside, the physician re-sutured the site and repositioned the impella cp pump. The bleed was noted to have stopped at all sites. It was noted that the patient was not a candidate for extracorporeal membrane oxygenation. The patient remained in critical condition but stable after rewarming, repositioning and volume administration. The following day the patient remained in critical condition. Overnight the patient experienced bleeding from the endotracheal tube. The volume was resuscitated now with two units of prbcs. Anticoagulation was put on hold. The patient was too unstable for pan scan. A discussion with the family was planned for plan of care that may include palliative care. The following night the patient was taken to the operating room for a washout. Sternal wires was the culprit of the chest bleeding. The patient received "lots" of blood products. The bleeding subsided, and it was noted the patient looked markedly better. The patient was noted to be hemodynamically stable. The plan was to wean the impella with hopes the patient wakes up for extubating. However, later in the evening, the patient would expire. And care was withdrawn.